Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the device was at end of service (eos). The device was off/disabled and no longer providing therapy. The patient stated her therapy shut off and she saw eos on her patient programmer. There was an allegation/dissatisfaction with the ins longevity. The patient was redirected to her healthcare provider (hcp) to schedule replacement surgery and to have the ins battery tested. It was reviewed that if the patient suspects any malfunction to have the hcp send the ins back for a full analysis. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.